Event description:
It was reported during a routine follow-up with the patient, the physician suspected premature battery depletion. A request was made for technical services to analyze the device, and expected battery depletion to rule out any abnormalities. The device was reprogrammed to extend the life of the battery, and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As the device remains implanted and in service, no further information concerning this report is expected, and our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the physician would like technical services to analyze historical, and expected battery depletion to rule out abnormal battery depletion. The crt-p device was implanted on (B)(6) 2017, and according to latitude, transmissions remaining longevity is 4 years. Appropriate battery depletion is suspected according to device programming, but the physician would like clarification. No adverse patient effects were reported.